Event description:
It was reported by the patient that the patient underwent a kyphoplasty procedure performed at l1-l2, t9, and another kyphoplasty at t11-12. According to the report, the patient fell and had a CT scan performed. The dictating physician noted in the radiology report that the patient appeared to have cement migrated into her lungs. The patient also reported that her back doctor "is not concerned with the CT scan". The back doctor did note that the patient's bones are soft and coarse and appears that some cement may have migrated into the vertebrae along the back side. According to the report, some "bright" flicks of light showed in the lungs, but the patient's physician is not convinced that this is actually cement. No treatment is being administered at this time, as she is asymptomatic, according to the report. No further information has been provided by the patient.

Manufacturer narrative:
(B)(4) - (pulmonary embolism), (device migration). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.